Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
An attorney reported that during an intraocular lens (iol) implant procedure performed approximately 15 months ago, the complainant claims that a defective iol was negligently and improperly inserted, selected, and/or prepared, resulting physical injury. No further information is expected.